Event description:
It was reported that the balloon pulled off in the pt's left femoral artery during a thrombectomy procedure. Surgical intervention was required to remove the balloon from the pt's vessel. Reportedly, an arterial gram confirmed that the surgeon successfully removed the balloon. Follow-up with the facility indicated that there were no pt injuries. The patient is in good condition and was discharged.

Manufacturer narrative:
The device has not been received for eval. The directions for use (dfu) for the edwards model 120804f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.